Event description:
There was an allegation of questionable albumin, calcium, and gamma-glutamyltransferase (ggt) results for 2 patient samples tested on a cobas pure c 303 analytical unit. The customer was prompted to repeat the samples as they had observed abnormal initial albumin results on several samples previously. For sample 1, the initial calcium result was 1.23 mmol/l, the initial albumin result was 52.50 g/l, and the initial ggt result was 9.85 u/l. The repeat calcium result was 2.25 mmol/l, the repeat albumin result was 38.60 g/l, and the repeat ggt result was 21.20 u/l. For sample 2, the initial albumin result was 77.80 g/l. The repeat result was 56.0 g/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found that a wash tube had split into the vacuum bottle in the cell rinse unit and replaced it. A hardware precision test and qc were performed successfully. The investigation determined that the leaking tubing of the cell rinse unit had caused the event. The service maintenance actions performed by the fse resolved the issue.